Manufacturer narrative:
Date rec'd by MFR: 24jul2019. Customer was contacted and stated that the touchscreen was functioning as intended, which allows settings to be changed or entered and ventilate the patient. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the nav ring failure. The original submission of MDR# 2031642-2019-04384 no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported navigation ring failure. There was no patient or user harm reported.